Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time.

Event description:
The reporter claimed that the patient had issues with hyperglycemia with symptoms of "dka, dehydration, nausea and vomiting, shortness of breath, abdominal cramps, chest pain, and frequent urination." The patient was admitted to the hospital was treated with IV insulin for a blood glucose reading of over 500 mg/dl. During troubleshooting, the animas healthcare representative confirmed there was no recall of the current cartridge lot# and the animas product was working accordingly without any cartridge leakage issue. This complaint is being reported because the patient allegedly received medical intervention for hyperglycemia while using the animas products to manage his diabetes.